Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the circulation pump could not generate pressure. Discussed spare parts and 2000 hour service options with them. Per sample evaluation results received via task on 06aug2024, it was reported that electrical overstress between the power inlet module and ac main voltage circuit card connections. Tank seals lifted. Pressure transducer failed during testing . Flowmeter had low post repair functional flow test readings.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause : inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.